Manufacturer narrative:
Device evaluated by MFR: only the deployed stent of device 14x90/9fr uni plus 75cm was returned for analysis. The following attributes were examined: the delivery system of this device was not returned for analysis. Only the deployed stent was returned. It is not known when deployment occurred. A visual examination found the distal stent wires to be damaged. The damage to the stent wires may have occurred during a deployment attempt or when the stent was being returned for analysis.

Event description:
It was reported that the stent was unable to be reconstrained. The target lesion was located in the deep lower limb vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis was selected for use. During the procedure, balloon was pre-dilated and prepared for stent placement. The package was opened and handed to the physician in aseptic operation. After flushing the device with the saline, the device was deployed out of the patient's body to check; however, it could not be withdrawn at half of the deployment. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.